Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface could not be engaged with tibial tray properly. A second articular was opened and inserted without issue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Of note, on the anterior side near the locking bar slot it appears that there may have been interference with the bearing resulting in the material deformation. The back stop also shows signs of deformation indicating something may have prevented the bearing from seating as expected. The tibial tray was not returned for examination. It was reported that the surgical technique was not followed however no information was provided on how the surgeon deviated from the technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.